Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 500s (mg/dl). Customer delivered injections to treat bg; however, elevated bg levels persisted. Reportedly, customer also has a cold. Recommendation was made to consult health care provider and/or go to the emergency room.